Manufacturer narrative:
Date of event: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -6.5 diopter into the patient's right eye (od) on (B)(6) 2020. The patient's condition after implant is marked as "moderate corneal edema." Reference MFR file# (B)(4) for initial implant.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 work order search: no similar complaint was reported for units within the same lot. Should have been included. (B)(4).